Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a customer received a button error alarm. Customer's blood glucose level at the time 116 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No add'l info was provided.

Manufacturer narrative:
The insulin pump had unresponsive keypad due to corroded keypad traces. No unexpected blank display noted. No further testing could be performed due to unresponsive keypad. The insulin pump was received with minor scratches on liquid crystal display window, cracked case at liquid crystal display window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.